Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. A definitive cause for the reported steerable guide catheter(sgc)knob issue (unable to straighten the guide) in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that the steerable guide catheter (sgc) tip was not responding. It was reported that during preparation of the sgc the plus/minus knob was turned quarter of a turn in the right direction however the guide no longer straightened when turning in the minus direction. The tip of the device was no longer responding. The sgc was not used, there was no patient involvement. Another sgc was prepped and used without issues. There was no clinically significant delay in the procedure. No additional information was provided.